Event description:
The customer's mother reported via phone call that the insulin pump had been exposed to pool water, alarmed battery out limit, and had an unresponsive keypad. The customer's blood glucose was 227 mg/dl. The caller stated that the customer jumped into a swimming pool with the insulin pump still on and was in the pool for 5 minutes. The customer's mother stated that she removed and reinserted the battery and received the battery out limit alarm. She did not observe any visible moisture in the insulin pump but stated that the keypad was unresponsive, so she was unable to access the device's history. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No moisture damage on electronic assembly during our visual inspection. The insulin pump has minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.